Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the ins moves around. Patient also stated that "I fall a lot and one time I knocked it so now one of sticks up and sticks out of my back." Patient said she thinks the hcp should have removed it when they removed the pump device (ommitted pe). Patient confirmed stim was on and increased to 1.3v on p2. No further complications were noted or anticipated. Refer to ommitted pe (B)(4): infection/full explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when sent follow up questions the patient responded via mail that they had made the wrong call, that the device that moves around and sticks out was not a product of this manufacturer. No further complications were noted or anticipated. MDR decision corrected to not reportable. No additional supplements required unless additional information received indicates reportable event.